Event description:
A report that the pt's precision system was explanted due to an infection was received. The physician does not believe the infection is device related. The physician did not prescribe any treatment to the pt, just monitoring the pt's infection.

Manufacturer narrative:
The explanted devices will not returned to bsn for further evaluations, as they were discarded by the medical facility.